Manufacturer narrative:
(B)(4). (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in an intravia container. The reporter described the particle as a small, hard ¿bubble like particle¿. The device had been filled with cyclophosphamide. This event was discovered prior to administration. There was no patient involvement. No additional information is available.